Event description:
Corrected information: the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department with continued bilateral nose bleed. A bilateral rhino rocket was placed. The patient was admitted for observation of epistaxis. The patient remained asymptomatic with lactate dehydrogenase elevation. An afrin nasal spray was used. There was no further bleeding noted. A surgical soaked was applied bilaterally. The patient was examined 30 minutes later with no further bleeding. No further information was provided.